Event description:
It was reported that high impedances were read intraoperatively, the patient was in procedure at the time of the report. Patient's old system was being revised and a new lead, extension and implantable neurostimulator (ins) replaced the old system for better coverage, with one old lead remaining in therapy. Lead configuration was setup wrong, correcting the setup resolved the issue. They had been setup at 0-3 and 4-7 when using two extensions of model# 37083 but they needed to be 0-3 and 8-11. Three days later it was indicated that intraoperative abnormal impedances had been first due to a programming error as indicated above but then due to unknown causes. One day later it was stated that intraoperative reprogramming had resolved the impedance issue "to a degree" as one electrode had normalized but high impedances on 3 others had remained. It was hoped that impedances would resolve over time. Two days later, during the first post -op visit since patient surgery there were still impedance issues as there had been during implant surgery on electrodes 9,10, and 11. Electrode 8 was within normal range. Impedance test could only be run at 0.25v due to patient tolerance. It was stated that the patient was not getting good symptoms relief. Four days later it was reported that high impedances did not resolve and were the same as before. Impedance testing and amplitude testing had been performed as diagnostics. No stimulation was perceived by patient. Impedances were > 10,000 ohms. No cause had been determined. No interventions had been taken or planned at the time. The patient had not been receiving effective therapy. Twelve days later it was stated that the cause of the event was unknown. Results of the surgical revision were pain relief, 3 open circuits on one channel, and stimulation only in thumb. No improvement in symptoms was reported, stimulation was felt only in right thumb. The patient required no hospitalization. No patient injury was reported. Spinal cord stimulation epidural leads placement was being planned but no date was mentioned. See manufacturer report # 3004209178-2012-10319 for the information on the previous system.

Manufacturer narrative:
Concomitant medical products: product ID 3987a, lot# n348047, implanted: (B)(6) 2012. Product type: lead: product ID 3987a, lot# n282450, implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension. (B)(4).